Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high and low blood glucose (bg) levels. The customer declined to provide past bg levels and declined tandem technical support's offer to troubleshoot. The bg at the time of the report was 134 mg/dl.